Event description:
Caller reported an issue with the incorrect time displayed on their device. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to update the pump time and was advised to monitor the device for any future time discrepancies, which the customer understood and acknowledged.